Manufacturer narrative:
The reported events were helix bent, failure to capture and over sensing noise. As received, a complete lead was returned in one piece. The helix was retracted/bent and clogged with blood/tissue. The reported event of helix bent was confirmed. X-ray examination found the helix bent consistent with procedural damage. The cause of the reported event of helix bent is consistent with procedural damage. The reported events of failure to capture and over sensing noise were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any other anomalies.

Event description:
Additional information was received that noise resulted in over-sensing.

Event description:
During an initial implant procedure, loss of capture was observed on the right ventricular (rv) lead. The suspected cause of the event was due to a bent rv helix. A new rv lead was used to resolve the event. The patient was stable.

Event description:
A correction report is needed to include that noise was observed during the implant.